Event description:
It was reported that the foley catheter balloon burst and the catheter fell out of the pt. Catheter was indwelling less than one day. A small piece of the balloon was noted to be missing. There were no procedures performed to locate/retrieve the missing balloon piece. Pt was sent home following placement of a second foley catheter.